Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. There were 19 episodes with v-v intervals <(> <<)> 220 ms between (B)(6) 2016. Analysis of the device memory also indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). A 2162 ventricular sics were observed since the last session 7.899 days ago. Further, analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met and that there was unexpected delivery of a ventricular tachyarrhythmia therapy. Lead failure predictor was triggered on (B)(6) 2016 for ventricular sics and non-sustained ventricular tachycardia. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks due to short interval counts (sic) and a possible fracture. It was also noted that the lead integrity alert (lia) triggered. The patient was hospitalized and detections were turned off. The right ventricular (rv) lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.